Manufacturer narrative:
Liko original highback sling is a basic model which is designed to adapt to the patient without individual adjustments. It provides for a slightly semi-reclined sitting posture and support for the entire body, which is good for patients with reduced torso stability. The original highback sling is also recommended for lifting to or from the floor, since it provides a comfortable head support both in sitting and in lying position. Investigation into the reported incident is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer alleged the one of the loops was damaged and cracked at the seams. There was no patient involvement reported. This report was filed in our complaint handling system as(B)(4) .

Event description:
The customer alleged the one of the loops was damaged and cracked at the seams. There was no patient involvement reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The sling was inspected and determined to be in very good condition, it appeared as if it has not been washed, or had been washed very gently. Upon review it was determined that both the edging and the webbing for the handle appeared to have broken seams. Damage such as this would require significant force/misuse to be able to break both seams. The damage to the sling was determined to have been caused by the sling loop being attached to something and pulled at a very high force, more then the force created during an ordinary lift. A lift was performed using the damaged sling and the sling did not tear further during lifting, no further ripping of seams occurred concluding that there was no immediate risk for the patient and the lift could be completed safely. No information was provided by the customer regarding how the damage was caused. Liko original highback sling is a basic model which is designed to adapt to the patient without individual adjustments. It provides for a slightly semi-reclined sitting posture and support for the entire body, which is good for patients with reduced torso stability. The original highback sling is also recommended for lifting to or from the floor, since it provides a comfortable head support both in sitting and in lying position. The liko¿ universalsling instructions for use ( 7en161110 rev. 12) states the following under "care and maintenance": check the sling before each use. Check the following points with regard to wear and damage: fabric, straps, seams, suspension loops, do not use damaged lifting accessories! If the incident were to recur it would not be likely to lead to a serious injury or death therefore, baxter does not consider this to be a reportable malfunction.